Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the patient to report that on (B)(6) 2015, upon removal sensor pod from the patient's body the sensor wire broke. The sensor was inserted at abdomen three to seven days prior to the issue. No additional event or patient information is available.